Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. The device was implanted. Post implant, during pocket revision it was noted that the lead was not properly secured to the pulse generator. The lead was securely attached to the device and all parameters were normal. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.